Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was approximately 400 mg/dl. Tandem technical support attempted to review pump data as the customer alleged interaction with the pump, however, the customer declined. Reportedly the customer continued to use the pump for insulin therapy.